Event description:
It was reported that the patient has expired approximately after implant duration of 0 days, due to unk reasons. Aortic stenosis was listed as a condition. It is unk if the death was device related. No further details were provided. Info learned from the operative report.

Manufacturer narrative:
Device not returned.